Manufacturer narrative:
On 05-12-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse performed troubleshooting with the customer instructed the customer to clean the incubator. This enabled the customer to remove the sample diluting cup that was stuck under the incubator and returned the instrument to normal operation. The most probable cause of the reported event was due to spillage in the incubator area. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported a rotor error with their aia-600ii analyzer. The customer is unable to run prog, prl, bhcg and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, prl, bhcg and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.